Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released to the MFR's acceptance criteria. An exact root cause could not be determined as to why the infusion cannula fit loosely in the trocar cannula assembly. An internal investigation has been opened to address the issues of this nature. (B)(4).

Event description:
A customer reported that the infusion cannula came out of the trocar cannula during three procedures. The cases were completed without harm to the pt. Additional information has been requested, but none has been provided to date.